Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and determined to require replacement. The customer declined further service at this time. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.